Manufacturer narrative:
One cadd® cadd® extension set was received in used condition without its original packaging. The sample was visually inspected at 12" under normal lighting. The unit was tested using a hydrostat vessel. Upon testing, the sample leaked at the filter. The most probable root cause for this issue was that the filter was received damaged from the supplier or that the filter became damaged after the product left smiths medical facility. The manufacturing and quality inspection processes were reviewed and considered adequate and correct.

Event description:
Information was received indicating that this extension set exhibited leakage at the filter. No adverse patient effects were reported.